Event description:
It was reported that the patients non rechargeable implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was disposed by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks from the date manufacturer became aware of the event.